Manufacturer narrative:
A ge service representative performed an onsite investigation. The service rep replaced the surge suppressor printed circuit board and inspected the esd kit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.